Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. A field service engineer (fse) shut down the station and inspected the smart remote manager (srm). The latch was removed, applied grease, and reinstalled. The station was powered back on, and diagnostics were performed to validate latch functionality, including multiple open/close cycles and an acceptance test, all of which passed. The customer then tested the application by performing an inventory count, confirming that everything was functional with no failures.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was failed to unlock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.